Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. There were no missing pieces from the rubber from the instrument but crack observed. No fragment fell inside. There was no patient injury and no images or recording are available. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "there is a crack in the rubber part at the tip of the stapler". The instrument was found to have the snake wrist cover torn. The tears measured roughly .369". The wrist cover is torn, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The probable root cause of torn cover is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler had a crack in the rubber part of the tip of the instrument. The procedure was completed as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 curved tip stapler instrument with an alleged issue to perform failure analysis.